Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated for low blood glucose. Customer stated the insulin pump delivered entire reservoir of insulin and it caused a low of 46 mg/dl. A physician has treated customer at the hospital where she works. Nothing further reported.